Event description:
Procedure: thoracoscopy. According to the reporter: four handle misfired. Of the ten reloads submitted, three had the eyelet of the I-beam pop off. The surgeon was able to get through the case but there was one metal eyelet not retrieved from the pt.

Manufacturer narrative:
(B) (4). (B) (4).